Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. Leakage was reported on the blue clave after the burette was filled. The set was replaced, and therapy resumed. There was no report of human harm.